Manufacturer narrative:
Reportedly there was no patient involvement. Date of event noted as (B)(6) 2017; it is unknown if this is the date the device broke or the date the device was discovered broken. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Phone number: (B)(6). Part 319.081, synthes lot 6071797: release to warehouse date: january 23, 2009. Manufactured by (B)(4). No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported that the tip of a depth gauge broke from the base during normal handling and usage of the instrument. Reportedly the device seems to have broken while going through the regular washing process. According to the reporter, the device is very old and the probe may have fallen off due to age. It was confirmed that there was no surgical or patient involvement and no impact to any surgical procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The complaint condition is confirmed but inconsistent with the reported condition. The tip of the returned device is bent, but not broken as reported. The tip is bent approximately 45 degrees to the left. No material is missing or broken from the returned device. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already bent. A visual inspection under 5x magnification, dimensional inspection of feature(s) related to this complaint, and drawing review were performed as part of this investigation. The thickness of the hook at the location of bend measured 1.03mm (calipers) at cq which is within specification of 1.0mm - 1.2mm per depth gauge hook component drawing. Depth gauge assembly drawing and depth gauge hook component drawing were reviewed during this investigation. No product design issues or discrepancies were observed. The damage (bent tip) most likely occurred while going through the washing process. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Part 319.091, synthes lot 6071797: release to warehouse date: january 23, 2009. Manufactured by synthes (B)(4). No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.